Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case there is nothing that indicate that the nerve problems, experienced by the patient, are related to the ankylos product. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received one ankylos c/x dental implant, in position 18 (fdi 37) on (B)(6) 2021. The patient reported sensory disturbance and the implant to was removed (B)(6) 2021. The patient was checked (B)(6) 2021 and had no remaining problems.